Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/23/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open. No patient injury occurred. Lot number, patient information, and the device sample are not available.